Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal right coronary artery (rca) lesion. Two low speed treatments for a total of 30 seconds were performed. The oad was removed, and a perforation was observed. Balloon angioplasty and a covered stent were used to treat the perforation. The patient was admitted to the intensive care unit (ICU) for observation. The patient was in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).